Event description:
The customer reported, the system kept producing x-rays after the button was released. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board. System operates as intended. (B) (4).